Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon") and adhesion ("tissue adhesion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired") and polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/ abdominal cramping"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, adhesion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation") and dyspareunia ("painful intercourse"). The patient was treated with drospirenone + ethinylestradiol (yaz), surgery (laparoscopy with removal of essure coils bilaterally) and surgery (on (B)(6) 2012 laparoscopy with lysis of adhesions or removal or destruction of abnormal tissues). Essure was removed on (B)(6) 2012. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and polycystic ovaries had resolved. The reporter considered abdominal pain, adhesion, device dislocation, dysmenorrhoea, dyspareunia, fatigue, perforation and polycystic ovaries to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes. Ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries. Ultrasound pelvis - on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), pelvic inflammatory disease ("pid"), adhesion ("tissue adhesion") and genital haemorrhage ("abnormal general bleeding") in a 33-year-old female patient who had essure (batch no. 959215-ess305) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included latex allergy. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, codeine sulfate, sulfa and norflex. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included metal poisoning, candidiasis (vulva/vagina), scoliosis, body mass index normal, chronic fever since 7-mar-2013 and illness since (B)(6) 2013. Family history included fibromyalgia (maternal grandfather). Concomitant products included antibiotics and tolnaftate (antifungal) for vaginal infection as well as alprazolam, citalopram, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen / constant pain in lower abdomen") and vaginal infection ("chronic vaginal infections/ vaginitis"). On 30-jul-2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and burning sensation ("burning numbness"). In september 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). On (B)(6) 2013, the patient experienced haematuria ("hematuria / blood in urine") and cystitis ("bladder infection / bladder infections"). On 23-apr-2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormones dropped after surgery - hysterectomy"). On (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), electrocardiogram abnormal ("abnormal EKG"), alopecia ("hair loss"), bacterial vaginosis ("bv"), muscle twitching ("twitching"), arthralgia ("pain:chronic joint pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pyrexia ("chronic fevers and pain"), post procedural complication ("granulation (not healing after surgery)"), cyst ("cysts"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), adrenal adenoma ("bilateral adrenal adenoma"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) , laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally) and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower, polycystic ovaries and fibromyalgia had resolved, the device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dermatitis, female sexual dysfunction, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, alopecia, night sweats, bacterial vaginosis, vaginal infection, nausea, myalgia, muscle twitching, hypoaesthesia, burning sensation, arthralgia, post-traumatic stress disorder, adenomyosis, vaginal discharge, vision blurred, inflammation, weight increased, cervicitis cystic, pyrexia, excessive granulation tissue, post procedural complication, cyst, furuncle, hormone level abnormal, hypersensitivity, cystitis, migraine, headache, dizziness, adrenal adenoma, vocal cord dysfunction and genital haemorrhage outcome was unknown, the urticaria, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, adrenal adenoma, alopecia, arthralgia, bacterial vaginosis, bladder disorder, burning sensation, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, electrocardiogram abnormal, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, tachycardia, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vocal cord dysfunction and weight increased to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. 21apr2015-12may2015-hysterectomy. Discrepancy noted: hcg date 22mar2013- hcg and discrepancy note in insertion date : 26jul2012 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes ultrasound pelvis - in january 2012: normal and no evidence for polycystic ovaries ultrasound pelvis - on (B)(6) 2012: the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. CT showed bilat adrenal masses and candiduria. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2018: new pfs received- new event genital bleeding was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), embedded device ("possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall."), pelvic inflammatory disease ("pid"), adhesion ("tissue adhesion") and genital haemorrhage ("abnormal general bleeding") in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit and simple renal cyst. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz; for an unreported indication: paragard from 2008 to (B)(6) 2012, codeine sulfate, sulfa and norflex. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included metal poisoning, candidiasis (vulva/vagina), scoliosis, body mass index normal, chronic fever since (B)(6) 2013, illness since (B)(6) 2013, uterine spasm, malignant neoplasm aggravated, sore throat, flu (patient has been exposed to the flu by her sister's son.), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. Family history included fibromyalgia (maternal grandfather). Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam, cefalexin sodium (cephalexin), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. In (B)(6) 2012, the patient experienced dermatitis ("inflammatory skin conditions") and rash ("rashes or skin conditions- hives, rashes"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen / constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and the first episode of burning sensation ("burning numbness"). In (B)(6) 2012, the patient experienced night sweats ("night sweats"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In (B)(6) 2012, the patient experienced arthralgia ("pain:chronic joint pain"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and pyrexia ("chronic fevers and pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). In (B)(6) 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In (B)(6) 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("infection(bladder\urinary tract\vaginal) type-uti") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria / blood in urine") and cystitis ("bladder infection / bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bacterial vaginosis ("bv"), post procedural complication ("granulation (not healing after surgery)"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage (seriousness criterion medically significant) and the second episode of burning sensation ("neurological conditions or problems-type burning") and was found to have adrenal adenoma ("bilateral adrenal adenoma"). The patient was treated with surgery (hysterectomy (partial) , laparoscopy with removal of essure coils bilaterally and hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower, polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, alopecia, night sweats, nausea, myalgia, muscle twitching, hypoaesthesia, urticaria, vaginal discharge, vision blurred, pyrexia, cyst, furuncle, genital haemorrhage, rash and the last episode of burning sensation had resolved, the device breakage, pelvic inflammatory disease, dermatitis, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, bacterial vaginosis, vaginal infection, arthralgia, post-traumatic stress disorder, adenomyosis, inflammation, weight increased, cervicitis cystic, excessive granulation tissue, post procedural complication, hormone level abnormal, hypersensitivity, cystitis, dizziness, adrenal adenoma, vocal cord dysfunction and urinary tract infection outcome was unknown, the haematuria had not resolved and the migraine, headache, pruritus and dyspnoea was resolving. The reporter considered abdominal pain lower, adenomyosis, adhesion, adrenal adenoma, alopecia, arthralgia, bacterial vaginosis, bladder disorder, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, electrocardiogram abnormal, embedded device, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, tachycardia, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vocal cord dysfunction, weight increased, the first episode of burning sensation and the second episode of burning sensation to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. (B)(6) 2015-hysterectomy. Discrepancy noted: hcg date (B)(6) 2013- hcg and discrepancy note in insertion date : (B)(6) 2012 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: result: acute cardiopulmonary process. Computerised tomogram - on an unknown date: CT showed bilat adrenal masses and candiduria. Female sterilisation on (B)(6) 2013: impression: the location is category #2 which is satisfactory location of microinserts. Occlusion is category #1 which is occlusion at the cornua bilaterally. Hysterosalpingogram on (B)(6) 2011: results: unremarkable - occlusion viewed in both tubes; on (B)(6) 2013: result: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant. Ultrasound kidney on (B)(6) 2013: impression: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study. Ultrasound pelvis in (B)(6) 2012: results: normal and no evidence for polycystic ovaries; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Concerning the injuries reported in this case, the following one was reported via social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019:pfs and mr received: reporters were added. Aka name was added. Events- uti, burning, rash were added. Outcome- night sweats, hair loss, muscle pain, numbness, burning, apareunia, vaginal discharge, boils, cyst, nausea, blurry vision, ever, rash, genital bleeding, vaginal bleeding, menorrhagia, twitching, embedded device were added. Concomitant conditions & drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), pelvic inflammatory disease ("pid") and adhesion ("tissue adhesion") in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included latex allergy. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, codeine sulfate, sulfa and norflex. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included metal poisoning, candidiasis (vulva/vagina), scoliosis, body mass index normal, chronic fever since (B)(6) 2013 and illness since (B)(6) 2013. Family history included fibromyalgia (maternal grandfather). Concomitant products included antibiotics and tolnaftate (antifungal) for vaginal infection as well as alprazolam, citalopram, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen / constant pain in lower abdomen") and vaginal infection ("chronic vaginal infections/ vaginitis"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and burning sensation ("burning numbness"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). On (B)(6) 2013, the patient experienced haematuria ("hematuria / blood in urine") and cystitis ("bladder infection / bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormones dropped after surgery - hysterectomy"). On (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), electrocardiogram abnormal ("abnormal EKG"), alopecia ("hair loss"), bacterial vaginosis ("bv"), muscle twitching ("twitching"), arthralgia ("pain:chronic joint pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pyrexia ("chronic fevers and pain"), post procedural complication ("granulation (not healing after surgery)"), cyst ("cysts"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), adrenal adenoma ("bilateral adrenal adenoma"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching") and dyspnoea ("breathing problems"). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) , laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally) and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower, polycystic ovaries and fibromyalgia had resolved, the device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dermatitis, female sexual dysfunction, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, alopecia, night sweats, bacterial vaginosis, vaginal infection, nausea, myalgia, muscle twitching, hypoaesthesia, burning sensation, arthralgia, post-traumatic stress disorder, adenomyosis, vaginal discharge, vision blurred, inflammation, weight increased, cervicitis cystic, pyrexia, excessive granulation tissue, post procedural complication, cyst, furuncle, hormone level abnormal, hypersensitivity, cystitis, migraine, headache, dizziness, adrenal adenoma and vocal cord dysfunction outcome was unknown, the urticaria, pruritus and dyspnoea was resolving and the haematuria had not resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, adrenal adenoma, alopecia, arthralgia, bacterial vaginosis, bladder disorder, burning sensation, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, electrocardiogram abnormal, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, tachycardia, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vocal cord dysfunction and weight increased to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries ultrasound pelvis - on (B)(6) 2012: the right essure coil was malpositioned and the left essure coil was in the high left uterine cornua. CT showed bilat adrenal masses and candiduria. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added from pfs- bilateral adrenal adenoma, vocal cord dysfunction, itching, breathing problems. Outcome of event fibromyalgia update from not recovered / not resolved to recovered / resolved. Event urticaria update from unknown to recovering / resolving. Concomitant disease and drugs were added. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), pelvic inflammatory disease ("pid") and adhesion ("tissue adhesion") in a 33-year-old female patient who had essure (batch no. 959215-ess305) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included latex allergy. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to (B)(6) 2012, norflex, codeine sulfate and sulfa. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included metal poisoning, candidiasis (vulva/vagina) and scoliosis. Family history included fibromyalgia (maternal grandfather). Concomitant products included alprazolam, citalopram, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen") and vaginal infection ("chronic vaginal infections/vaginitis"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and burning sensation ("burning numbness"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormones dropped after surgery - hysterectomy"). On (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), electrocardiogram abnormal ("abnormal EKG"), alopecia ("hair loss"), bacterial vaginosis ("bv"), muscle twitching ("twitching"), arthralgia ("pain:chronic joint pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pyrexia ("chronic fevers and pain"), post procedural complication ("granulation (not healing after surgery)"), cyst ("cysts") and hypersensitivity ("allergic hypersensitive reactions"). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower and polycystic ovaries had resolved, the device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dermatitis, female sexual dysfunction, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, alopecia, night sweats, bacterial vaginosis, vaginal infection, nausea, myalgia, muscle twitching, hypoaesthesia, burning sensation, arthralgia, post-traumatic stress disorder, urticaria, adenomyosis, vaginal discharge, vision blurred, inflammation, weight increased, cervicitis cystic, pyrexia, excessive granulation tissue, post procedural complication, cyst, furuncle, hormone level abnormal, hypersensitivity, cystitis, migraine, headache and dizziness outcome was unknown and the fibromyalgia and haematuria had not resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, alopecia, arthralgia, bacterial vaginosis, bladder disorder, burning sensation, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, electrocardiogram abnormal, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pyrexia, tachycardia, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries current weight -160 (units unspecified). Ultrasound pelvis - on (B)(6) 2012: the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. CT showed bilateral adrenal masses and candiduria. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. Reporter information was updated. Her demographics were updated. Her historical condition, historical medication and concurrent conditions were added. Lab data was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device breakage ('device breakage'), device dislocation ('right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon'), embedded device ('possible remnants of fallopian tubes embedded within the tube and extending into the myometrial wall.'), pelvic inflammatory disease ('pid'), adhesion ('tissue adhesion'), genital haemorrhage ('abnormal general bleeding'), shock symptom ('shocking'), autoimmune disorder ('autoimmune disorder'), adrenal insufficiency ('adrenal insufficiency'), systemic lupus erythematosus ('lupus/ I have symptoms of lupus'), acute disseminated encephalomyelitis ('acute disseminated encephalomyelitis'), acute haemorrhagic leukoencephalitis ('acute necrotizing hemorrhagic leukoencephalitis'), addison's disease ('addison's disease agammaglobulinemia alopecia') and hypogammaglobulinaemia ('agammaglobulinemia') in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy, knee pain, vomiting, memory deficit and simple renal cyst. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz; for an unreported indication: paragard from 2008 to 20-jul-2012, codeine sulfate, sulfa and norflex. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included chronic fever since (B)(6) 2013, illness since (B)(6) 2013, metal poisoning, candidiasis (vulva/vagina), scoliosis, body mass index normal, uterine spasm, malignant neoplasm aggravated, sore throat, flu (patient has been exposed to the flu by her sister's son.), diarrhea, cough, viral syndrome, difficulty breathing and bronchitis. Family history included fibromyalgia (maternal grandfather). Concomitant products included antibiotics and antifungals for vaginal infection as well as alprazolam, alprazolam (xanax), cefalexin sodium (cephalexin), celecoxib (celexa), citalopram, ibuprofen, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen / constant pain in lower abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), vaginal infection ("chronic vaginal infections/ vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain") and hypoaesthesia ("burning numbness/ my left foot is going numbon the outside as well as toes"). In september 2012, the patient experienced night sweats ("night sweats"). In september 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and muscle twitching ("twitching"). In october 2012, the patient experienced arthralgia ("pain:chronic joint pain"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and pyrexia ("chronic fevers and pain"). In november 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation/ chronic inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral/ boils on my skin"). In january 2013, the patient experienced alopecia ("hair loss") and cyst ("cysts"). In february 2013, the patient experienced tachycardia ("tachycardia") and urinary tract infection ("infection(bladder\urinary tract\vaginal) type-uti") and was found to have electrocardiogram abnormal ("abnormal EKG"). On (B)(6) 2013, the patient experienced haematuria ("hematuria / blood in urine") and cystitis ("bladder infection / bladder infections"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). In may 2013, the patient was found to have hormonal imbalance ("hormones dropped after surgery - hysterectomy"). In 2013, the patient experienced post-traumatic stress disorder ("ptsd"). On 29-jun-2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), bacterial vaginosis ("bv"), post procedural complication ("granulation (not healing after surgery)"), hypersensitivity ("allergic hypersensitive reactions / severe allergies"), vocal cord dysfunction ("vocal cord dysfunction"), pruritus ("itching"), dyspnoea ("breathing problems"), genital haemorrhage (seriousness criterion medically significant), rash ("rashes or skin conditions- hives, rashes/ rashes on nose and cheeks"), burning sensation ("neurological conditions or problems-type burning"), dyspepsia ("I had terribble heartburn"), diarrhoea ("diarrhea"), renal pain ("kidney pain"), photophobia ("sunlight sensitive"), ear pain ("ear pain"), shock symptom (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), malaise ("sick"), abdominal distension ("bloated"), adrenal insufficiency (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), depression ("depression"), memory impairment ("memory issues"), allergy to metals ("allergic to nickel"), muscle spasms ("muscle spasms in my legs"), nervousness ("I was very shaky"), cough ("cough"), epistaxis ("chronic nose bleeding"), nasal congestion ("chronic congestion"), skin disorder ("scalp/ im having issues with my skin"), hot flush ("hot flashes"), mood swings ("horrible mood swings"), allergy to chemicals ("sensitivity to chemical/ ve developed allergies to vakda"), toothache ("tooth pain"), chest pain ("chest pain"), chest discomfort ("chest tightness"), metal poisoning ("heavy metal toxicity"), dysuria (" I was have trouble urinating"), adrenal disorder nos ("adrenal disease"), hypokalaemia ("I was potassium deficient"), sneezing ("sneezing"), dry eye ("dryness so had that I get blurry vision"), eye pain ("pain in my right eye"), anxiety ("anxiety"), drug hypersensitivity ("I had to reaction to cipro/ im allergic to sulfa") and pharyngeal swelling ("my thorat swell up") and was found to have adrenal adenoma ("bilateral adrenal adenoma"), weight decreased ("weight loss"), blood urine present ("unexplained blood in my urine"), vitamin d decreased ("depleted vitamin d level") and neoplasm malignant ("cancer"). The patient was treated with surgery (hysterectomy (partial) , laparoscopy with removal of essure coils bilaterally and hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower, polycystic ovaries, vaginal haemorrhage, menorrhagia, female sexual dysfunction, fibromyalgia, alopecia, night sweats, nausea, myalgia, muscle twitching, hypoaesthesia, urticaria, vaginal discharge, vision blurred, pyrexia, cyst, furuncle, genital haemorrhage, rash and burning sensation had resolved, the device breakage, pelvic inflammatory disease, dermatitis, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, bacterial vaginosis, vaginal infection, arthralgia, post-traumatic stress disorder, adenomyosis, inflammation, weight increased, cervicitis cystic, excessive granulation tissue, post procedural complication, hormonal imbalance, hypersensitivity, cystitis, dizziness, adrenal adenoma, vocal cord dysfunction, urinary tract infection, dyspepsia, diarrhoea, renal pain, photophobia, ear pain, shock symptom, autoimmune disorder, malaise, abdominal distension, adrenal insufficiency, systemic lupus erythematosus, depression, weight decreased, memory impairment, allergy to metals, muscle spasms, nervousness, cough, epistaxis, nasal congestion, skin disorder, blood urine present, hot flush, mood swings, allergy to chemicals, toothache, chest pain, chest discomfort, metal poisoning, dysuria, vitamin d decreased, adrenal disorder nos, neoplasm malignant, hypokalaemia, sneezing, dry eye, eye pain, anxiety, drug hypersensitivity and pharyngeal swelling outcome was unknown, the haematuria had not resolved and the migraine, headache, pruritus and dyspnoea was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, abdominal rigidity, acute disseminated encephalomyelitis, acute haemorrhagic leukoencephalitis, addison's disease, adenomyosis, adhesion, adrenal adenoma, adrenal cyst, adrenal disorder nos, adrenal insufficiency, allergic sinusitis, allergy to chemicals, allergy to metals, alopecia, anxiety, aortic valve incompetence, aphonia, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, bladder disorder, bladder pain, blood oestrogen decreased, blood urine present, bone marrow oedema, bone pain, bronchitis, burning sensation, cardiac disorder, cervicitis cystic, chest discomfort, chest pain, cough, cyst, cystitis, dehydration, depressed mood, depression, dermatitis, device breakage, device dislocation, diarrhoea, dizziness, drug hypersensitivity, dry eye, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, dyspnoea, dysstasia, dysuria, ear pain, electrocardiogram abnormal, embedded device, emotional distress, epistaxis, excessive granulation tissue, eye inflammation, eye pain, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, gluten sensitivity, haematuria, headache, histamine intolerance, hormonal imbalance, hot flush, hypermobility syndrome, hypersensitivity, hypoaesthesia, hypogammaglobulinaemia, hypokalaemia, inflammation, insomnia, irritability, lip swelling, malaise, memory impairment, menopause, menorrhagia, metal poisoning, migraine, mood swings, muscle spasms, muscle twitching, musculoskeletal pain, myalgia, nasal congestion, nausea, neoplasm malignant, nervousness, neuralgia, night sweats, nightmare, pain in extremity, panic attack, pelvic inflammatory disease, perforation, pharyngeal swelling, photophobia, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pruritus, pyrexia, rash, rash macular, renal pain, respiratory disorder, rubber sensitivity, scar, shock symptom, sinusitis, skin disorder, sneezing, solar lentigo, spinal fusion surgery, stress, systemic lupus erythematosus, tachycardia, toothache, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d decreased, vocal cord dysfunction, weight decreased, weight increased, adrenal disorder and altered hormone level to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. (B)(6) 2015 : hysterectomy. Discrepancy noted: hcg date (B)(6) 2013 hcg and discrepancy note in insertion date : (B)(6) 2012 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Chest x-ray - on (B)(6) 2013: result: acute cardiopulmonary process.. Computerised tomogram - on an unknown date: CT showed bilat adrenal masses and candiduria.. Female sterilisation - on (B)(6) 2013: impression: 1. The location is category #2 which is satisfactory location of microinserts. 2. Occlusion is category #1 which is occlusion at the cornua bilaterally.. Hysterosalpingogram - on (B)(6) 2011: results: unremarkable - occlusion viewed in both tubes; on 20-mar-2013: result: total bilateral occlusion. Implants in proper position and tubes occluded per verbal report from radiology assistant.. Ultrasound kidney - on (B)(6) 2013: impression: there are no renal cyst or renal lesions present. The adrenal glands are not evaluated on this study.. Ultrasound pelvis - in january 2012: results: normal and no evidence for polycystic ovaries; on (B)(6) 2012: the right essure coil was mis-positioned and the left essure coil was in the high left uterine cornua.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Concerning the injuries reported in this case, the following one was reported via social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received reporter information was added. Event added diarrhea, kidney pain, sunlight sensitive, ear pain, shocking, autoimmune disorder, sick, bloated, adrenal insufficiency, lupus, depression, weight gain, memory issues, allergic to nickel, muscle spasms, nervousness, cough, epistaxis, chronic congestion, scalp disorder, cyst, blood urine present, hot flash , mood swings, allergy to chemicals, toothache, chest pain, metal poisoning, dysuria, vitamin d decreased, adrenal disorder, neoplasm malignant, hypokalemia, sneezing, dry eye, eye pain, anxiety , drug hypersensitivity , pharyngeal swelling, aphonia, rubber sensitivity, lip swelling, emotional distress, rash macular, bone pain, irritability, scar, gluten sensitivity, dysstasia, back pain, musculoskeletal pain, solar lentigo, hypermobility syndrome, dry throat, dehydration, bone marrow edema, eye inflammation, cardiac disorder, aortic valve incompetence, spinal fusion surgery, stress, panic attack, nightmare, menopause, pain in extremity, depressed mood, respiratory disorder, sinusitis, bronchitis, neuralgia, abdominal pain upper, abdominal discomfort, abdominal rigidity, histamine intolerance, insomnia, bladder pain, adrenal, hormone level abnormal, allergic sinusitis, blood estrogen decreased, acute disseminated encephalomyelitis, acute necrotizing hemorrhagic leukoencephalitis, addison's disease, agammaglobulinemic. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), pelvic inflammatory disease ("pid") and adhesion ("tissue adhesion") in a 33-year-old female patient who had essure (batch no. 959215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included latex allergy. The patient denies being pregnant or delivering in the past six weeks. Previously administered products included for dysmenorrhoea: yaz on (B)(6) 2011; for an unreported indication: paragard from 2008 to 20-jul-2012, codeine sulfate, sulfa and norflex. Past adverse reactions to the above products included hypersensitivity with norflex and sulfa; and urticaria with codeine sulfate. Concurrent conditions included metal poisoning, candidiasis (vulva/vagina) and scoliosis. Family history included fibromyalgia (maternal grandfather). Concomitant products included alprazolam, citalopram, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain lower ("abdominal pain/ abdominal cramping/pain: lower abdomen") and vaginal infection ("chronic vaginal infections/vaginitis"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and burning sensation ("burning numbness"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormones dropped after surgery - hysterectomy"). On (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), electrocardiogram abnormal ("abnormal EKG"), alopecia ("hair loss"), bacterial vaginosis ("bv"), muscle twitching ("twitching"), arthralgia ("pain:chronic joint pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pyrexia ("chronic fevers and pain"), post procedural complication ("granulation (not healing after surgery)"), cyst ("cysts") and hypersensitivity ("allergic hypersensitive reactions"). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) , laparoscopy with removal of essure coils bilaterally), surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally) and surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain lower and polycystic ovaries had resolved, the device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dermatitis, female sexual dysfunction, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, alopecia, night sweats, bacterial vaginosis, vaginal infection, nausea, myalgia, muscle twitching, hypoaesthesia, burning sensation, arthralgia, post-traumatic stress disorder, urticaria, adenomyosis, vaginal discharge, vision blurred, inflammation, weight increased, cervicitis cystic, pyrexia, excessive granulation tissue, post procedural complication, cyst, furuncle, hormone level abnormal, hypersensitivity, cystitis, migraine, headache and dizziness outcome was unknown and the fibromyalgia and haematuria had not resolved. The reporter considered abdominal pain lower, adenomyosis, adhesion, alopecia, arthralgia, bacterial vaginosis, bladder disorder, burning sensation, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, electrocardiogram abnormal, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pyrexia, tachycardia, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries ultrasound pelvis - on (B)(6) 2012: the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. CT showed bilat adrenal masses and candiduria. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: hematuria, abdominal pain, urticaria, dyspareunia, urinary tract infection, excessive granulation tissue, vaginal haemorrhage and vaginitis." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device breakage ("device breakage"), device dislocation ("right essure coil malpositioned/ migrated into the epicolic fat near the descending sigmoid colon"), pelvic inflammatory disease ("pid") and adhesion ("tissue adhesion") in a (B)(6) year-old female patient who had essure (batch no. 959215-ess305) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for dysmenorrhoea: yaz on (B)(6) 2011. Concurrent conditions included metal poisoning. Concomitant products included alprazolam, citalopram, intrauterine contraceptive device (copper iud) since 2007, lamotrigine and prazosin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/ bad cramps with menstruation/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ abdominal cramping/pain: lower abdomen") and vaginal infection ("chronic vaginal infections/vaginitis"). On unspecified date, the patient experienced hypersensitivity ("allergic hypersensitive reactions"), electrocardiogram abnormal ("abnormal EKG"), on (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and urticaria ("hives"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced fatigue ("fatigue/ feeling tired"), myalgia ("muscle pain"), hypoaesthesia ("burning numbness") and burning sensation ("burning numbness"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced vision blurred ("blurry vision"), inflammation ("inflammation"), cervicitis cystic ("chronic cystic cervicitis") and furuncle ("boils bilateral"). On (B)(6) 2013, the patient experienced haematuria ("hematuria/blood in urine") and cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced adenomyosis ("adenomysis"). On (B)(6) 2013, the patient experienced excessive granulation tissue ("granulation (not healing after surgery)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormones dropped after surgery - hysterectomy"). On (B)(6) 2015, the patient experienced post-traumatic stress disorder ("ptsd"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), adhesion (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome (pcos)") with menstruation irregular and hyperandrogenism, dermatitis ("inflammatory skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), alopecia ("hair loss"), bacterial vaginosis ("bv"), muscle twitching ("twitching"), arthralgia ("pain:chronic joint pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), pyrexia ("chronic fevers and pain"), post procedural complication ("granulation (not healing after surgery)") and cyst ("cysts"). The patient was treated with surgery (hysterectomy (partial) ,salpingectomy, laparoscopy with removal of essure coils bilaterally). Essure was removed on (B)(6) 2013. On (B)(6) 2013, the dyspareunia had resolved. At the time of the report, the perforation, device dislocation, adhesion, dysmenorrhoea, fatigue, abdominal pain and polycystic ovaries had resolved, the device breakage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dermatitis, female sexual dysfunction, bladder disorder, urinary tract disorder, tachycardia, electrocardiogram abnormal, alopecia, night sweats, bacterial vaginosis, vaginal infection, nausea, myalgia, muscle twitching, hypoaesthesia, burning sensation, arthralgia, post-traumatic stress disorder, urticaria, adenomyosis, vaginal discharge, vision blurred, inflammation, weight increased, cervicitis cystic, pyrexia, excessive granulation tissue, post procedural complication, cyst, furuncle, hormone level abnormal, hypersensitivity, cystitis, migraine, headache and dizziness outcome was unknown and the fibromyalgia and haematuria had not resolved. The reporter considered abdominal pain, adenomyosis, adhesion, alopecia, arthralgia, bacterial vaginosis, bladder disorder, burning sensation, cervicitis cystic, cyst, cystitis, dermatitis, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, electrocardiogram abnormal, excessive granulation tissue, fatigue, female sexual dysfunction, fibromyalgia, furuncle, haematuria, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, inflammation, menorrhagia, migraine, muscle twitching, myalgia, nausea, night sweats, pelvic inflammatory disease, perforation, polycystic ovaries, post procedural complication, post-traumatic stress disorder, pyrexia, tachycardia, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: before essure, her menstrual periods were not nearly as heavy, nor did they last as long. No bowel injury was noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unremarkable - occlusion viewed in both tubes ultrasound pelvis - in (B)(6) 2012: normal and no evidence for polycystic ovaries current weight (B)(6) (units unspecified). Ultrasound pelvis - on (B)(6) 2012: the right essure coil was mispositioned and the left essure coil was in the high left uterine cornua. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. Yaz was changed to historical medication. Concurrent disease was added. Essure lot number was added. Essure insertion and removal date was updated. Concomitant medications were added. Events: device breakage, pid (pelvic inflammatory disease), abnormal bleeding (vaginal/menorrhagia), inflammatory skin conditions , apareunia (inability to have sexual intercourse) , fibromyalgia , bladder or urinary problems or changes , tachycardia, abnormal EKG (electrocardiogram), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , fatigue , hair loss, night sweat, bv (bacterial vaginosis), chronic vaginal infections/ vaginitis, nausea , muscle pain, twitching, burning numbness , pain: abdominal lower, pelvic, ptsd (post-traumatic stress disorder), hives, adenomysis , vaginal discharge, blurry vision and inflammation , weight gain, chronic fevers and pain; chronic cystic cervicitis, hematuria, granulation (not healing after surgery), cysts and boils, bilateral, migraine/headache, allergic hypersensitive reactions, hormones dropped after surgery ¿ hysterectomy bladder infection and dizziness. On 27-feb-2018: non significant clinical information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.